Event description:
Edwards received information a patient with a 21 mm 11500a aortic valve implanted approximately three (3) years is being considered for intervention due to higher than expected gradient. Ic is concerned about patient prosthesis mismatch (ppm). Patient has echo derived gradient of 40 mmhg and invasive 24 mmhg. Ic to evaluate for halt. Per ait, surgical valve appears canted in the annulus as well. There is no plan for intervention at this time. Per fcs, patient is being evaluated for elevated echo gradients with no current symptomology.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.